Event description:
Related manufacturer reference number: 3006705815-2021-02215. It was reported during a trial procedure on (B)(6) 2021 the physician could not access the epidural space due to patient anatomy. In turn, the procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.